Manufacturer narrative:
Evaluation was not possible, as the devices have not been returned, however photos were supplied. Examination of the photos showed two 5.5 twinfix ultra plla/ha assemblies with broken anchors confirming the reported complaint of breakage. The anchors are broken at their suture slots. With the limited clinical details and the lack of the devices no root cause can be determined. Further investigation is prohibitive at this time. (B)(4).

Event description:
It was reported that the twinfix tip was broken inside the patient, however all the pieces were removed. No additional holes were made to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
One 5.5 twinfix ultra plla/ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken above the suture slot. The inserter tines are intact. The condition of the anchor indicates excessive force was placed on it during insertion. Per the device IFU ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.